Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-02393.

Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. The blood glucose reading was over 500 mg/dl. Customer stated that she was having issues with her quick serter and her infusion set cannula was bent. Nothing further was reported.